Manufacturer narrative:
Date of event: date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that needle separation occurred with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "material no. 309657, batch no. Unknown (provided m137739) it was reported needle tip blew off syringe when compressing the plunger. Description of issue: customer reported issue with needle tip bending when she tries to fill her cartridge causing her to throw away the needle tip(2 times). Customer also reported issue with needle tip blowing off the syringe when she tries to compress the plunger causing her to replace the needle tip (2 times). Customer alleged issues have happened over the last few weeks (event date approx) and bg unaffected. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 3. Item number: 3 ml syringe ¿ 309657. Product lot number: m137739. Are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further tandem follow up is required. Cts goodwilled cartridge replacements to preserve customer satisfaction. Note: product category = needle/syringe issue".